Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not vibrating or making any sound when giving alarms. The customer's blood glucose level was 389 mg/dl at the time of the incident. The customer stated the insulin pump had did not alert to no delivery or low reservoir, causing high blood sugars. The device will not be returned for analysis.